Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.